Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's blood glucose was unknown. It was reported that the customer stated that none of the buttons was responding. The customer uses the energizer alkaline battery. The customer changed the batttery for a new battery, but the buttons were still unresponsive. The customer discontinued use of the pump and is using manual injections until the replacement insulin pump arrives. Nothing further reported.